Event description:
It was reported the PICC had to be removed due to leaking at the pink hub. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one 2-l PICC for investigation. Evidence of use was observed on the catheter and inside the extension lines. Visual inspection revealed the distal extension line contained a small hole adjacent to the juncture hub. This hole is consistent with contact with a sharp object (needle, scalpel, etc.) During use. The total length of the catheter body measured to be 20 3/4" which is within the specification of 20 11/16" - 20 15/16" per catheter product drawing. The outer diameter of the distal lumen measured to be 0.0947" which is within specifications of 0.093" - 0.097" per distal extension line extrusion product drawing. The inner diameter of the distal lumen measured to be 0.056" which is within specifications of 0.055" - 0.059" per distal extension line extrusion product drawing. This indicates that the wall thickness measured within specifications. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "attach pre-filled saline syringe, if provided, or other syringe to sidearm and flush distal lumen with sterile saline solution. Leave syringe in place. Flush remaining lumen(s) with sterile saline. Clamp or attach injection site cap(s) to extension line(s) to contain saline within lumen." Water leaked out of the hole in distal line. A manual tug test confirmed both extension lines were fully secured onto their respective hubs. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations. Open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." The customer report of an extension line leak in use was confirmed by complaint investigation of the returned sample. A hole was found in the distal extension line adjacent to the juncture hub. The returned sample passed all relevant dimensional inspections. A device history record review was performed, and no relevant findings were identified. This damage is consistent with unintentional contact with sharps. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the PICC had to be removed due to leaking at the pink hub. No patient harm reported. The patient's condition is reported as fine.